Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesion was located in the mildly tortuous and non calcified proximal circumflex artery. The physician attempted to direct stent and experienced difficulty positioning the 3.0x16mm liberte' stent. The shaft fracture occurred and the stent was unable to be deployed. The procedure was completed with another liberte' stent. No patient complications occurred. Patient status is satisfactory.